Manufacturer narrative:
The field service engineer (fse) went onsite and checked the vm4 speaker function and confirmed the reported problem. The fse determined that the speaker was broken and determined that the parts were end of support. The fse suggested the user to replace a new model.based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed.based on the information available and results of additional analysis, no further action is necessary at this time.the engineer provided their analysis findings; however, we are unable to confirm the final disposition of the device because of insufficient information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation. Phone number provided: (B)(6).

Event description:
The customer reported that there was a speaker malfunction. The device was not in use on a patient at the time of the event.